Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va08s1t, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va08s1t, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that two mornings prior to the report, when the patient went to turn the stimulation back on, the screen already showed that the implantable neurostimulator (ins) was on. The reporter noted the patient was adamant that she had turned the stimulation off the night before. It was noted the patient was educated on the correct process and hadn¿t had issues with this before. Additional information has been requested but was not available as of the date of this report.